Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One used needle- suture piece outside its packaging was received for analysis. Product code sxpp1a401. During visual inspection of the returned sample, the swage and attachment area were observed as expected; however, marks that appear to be caused by a surgical instrument were observed on the body needle. Also, a suture piece was noted to be still attached to the barrel hole and the extreme was noted to be cut probably caused by a surgical instrument. Overall, no needle pull-off or breakage suture were observed. Besides that, the tip needle was noted bent as well. The functional test was not possible because the suture was received with a short length. The other section of the suture was not returned for analysis. As per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery and then the thread broke after sewing two stitches. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.